Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted for high, out-of-range shock impedance. Technical services recommended additional troubleshooting to evaluate system integrity. The crt-d and right ventricular lead remain in service and no adverse patient effects were reported.